Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. During the attempt to perform the simulated treatment a blank display was encountered. The blank display was due to the inverter board which was found to have a failed transformer with burn damage. The damaged inverter board was replaced with a known good board to verify display functionality. The cycler was powered on and the display continued with proper function. The inverter board will be replaced in production during the refurbishing process. An internal visual inspection of the returned cycler encountered no other discrepancies. There were no visual indications of dried fluid within the cassette compartment. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank upon power up. The cycler was rebooted and the keys lit up, however the screen would not come on and the display was still blank. There were no power outages reported and the cycler was plugged directly into a three prong grounded outlet. The power cord was connected properly on both ends. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn it was reported that the patient didn't not experience any adverse events. The pdrn stated that the patient completed treatment on cycler, however just was not able to see the screen. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.